Event description:
It was reported that on (B)(6) 2012, a 6/8x40 rx acculink stent was implanted in the right internal carotid artery for treatment of a de novo lesion. Pre-stenosis was 80% and post-stenosis was 10%. The patient was discharged to home on (B)(6) 2012. At the 1-year follow-up on (B)(6) 2013, 50-79% in-stent restenosis was diagnosed. No treatment was provided and the stenosis will be re-evaluated with another duplex ultrasound in six months. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of restenosis is a known observed and potential patient effect as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.